Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. The user guide also instructs the user to make sure that the correct time and date are set on you system. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 498 mg/dl and a bolus via the pump was used to address the high bg level. The customer indicated that the time on the pump had not yet been adjusted for daylight savings and that the humalog had been used in the cartridge for longer than 48 hours. Tandem technical support assisted the customer with correcting the pump time and after troubleshooting, the pump was found to be functioning as expected.